Event description:
Follow up information received from the healthcare profession (hcp) reported that the issues with the patient have been resolved based on a call to the patient. The patient was to schedule an appointment with the hcp when they could to discuss the issues they were having. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3778-60, lot#: serial#: (B)(4), implanted: 2010 (B)(6), explanted: product type: lead, product ID: 3778-60, lot#: serial#: (B)(4), implanted: 2010 (B)(6), explanted: product type: lead, product ID: 37743, lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient product ID: 3708120, lot#: serial#: (B)(4), implanted: 2010 (B)(6), explanted: product, type: extension, product ID: 3708120, lot#: serial#: (B)(4), implanted: 2010 (B)(6), explanted: product type: extension (B)(4).

Event description:
It was reported that the patient had not used her implantable neurostimulator (ins) in 1 year due to it 'not working to help her ref lex sympathetic dystrophy (rsd).' The patient had tried using the 4 programs, increasing and decreasing them, but her ins interfered with her balance. The patient had not been back to see her physician. On (B)(6) 2012, the patient fell 'head first' and felt a 'stabbing-like pain' in her back; the patient developed pain in her left side under her ribs after the fall. Additional information has been requested, but was not available as of the date of this report.